Event description:
It was reported by a sales rep that, during a robotics assisted laparoscopic prostatectomy (ralp) for prostate cancer, the clip did not close completely and ligation could not be performed. Out of 2 clips (total of 12 clips), only 1 clip was able to clip. It could be used when a new third one was taken out additionally. The device was used for blood vessel ligation. Lot numbers are tl2ajs and tp2aqs. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer. This is a complaint related to (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - it was reported that "out of 2 clips (total of 12 clips), only 1 clip was able to clip.". Please confirm how many lapra-ty suture clips demonstrated the alleged deficiency? => unk. - package lot number of the clips? => tl2ajs, tp2aqs. - please provide the applier product code and lot number? => unk. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). - what suture type and size was used? => unk. - please explain how the clips were loading into the applier? => unk. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading - when the event occurred, was the suture placed near the hinge of the clip? => unk. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? => unk. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? => unk. - was the applier checked for damaged (jaws straight and aligned)? => unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. => the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number is (B)(4). - please provide the source or name of person providing answers to follow-up questions: => yumi kato. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with an opened foil two clips loaded and with 3 loose clips with no apparent damage. One of the loose clips was closed. The clips were tested for functionality with the test device. The two loose clips were manually loaded and upon functional testing, the instrument loaded, retained, and deployed four clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.